Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the unit not to alarm, which confirmed the original complaint issue. The following fields were updated accordingly.

Event description:
Provider states the concentrator has no audible alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the concentrator has no audible alarm.